Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this complaint, attempts were made to obtain patient¿s weight, device information (sn#, lot#). Further information was requested but not received.

Event description:
It was reported that the device failed to establish communication with external devices. Surgical intervention may take place to address the issue.